Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery. The customer¿s blood glucose level was 200 mg/dl. The customer states batteries dies within 2 days. The customer was assisted with troubleshooting for failed battery and customer states received failed battery test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with currents in specification. No unexpected failed battery test. Unit passed the unexpected restart error alarm test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window.